Event description:
The grip of the screwdriver is broken. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event was attributed to a manufacturing error not detected by inspection. Corrective actions have been implemented.